Manufacturer narrative:
FDA codes for this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening central aortic insufficiency (cai) 32 months post sapien xt valve implant cannot be confirmed. The mechanisms previously described may have contributed to this event. The deployment of the sapien 3 valve within the sapien xt valve corrected the cai. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 32 months following the index transapical tavr procedure, a 23mm sapien 3 valve was deployed in an existing 23mm sapien xt valve. The sapien 3 valve was deployed due to central aortic insufficiency (cai) observed with the sapien xt valve. The sapien 3 valve successfully eliminated all of the cai.

Manufacturer narrative:
Additional information: age at the time of the event, date of birth; device manufacture date; narrative text. Corrected information: brand name; model name, serial number, expiration date; initial reporter; health professional; occupation; PMA/510(k) number. Corrected event description: as reported, approximately 32 months following the index transapical tavr procedure, a 23mm sapien 3 valve was deployed, via the subclavian approach, in an existing 23mm sapien valve. The sapien 3 valve was deployed due to central aortic insufficiency (cai) observed with the sapien valve. The sapien 3 valve successfully eliminated all of the cai.